Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. However, the home patient (hp) reported disconnecting the homechoice (hc) cassette and reconnecting a new cassette to the same set up (reuse of supply bags). Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. A batch review of the associated lot number was performed, and it revealed no abnormalities during the manufacture of the lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) stopped therapy after an alarm, disconnected the cassette, and reconnected a new cassette to the previously used automated peritoneal dialysis (apd) set up. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.